Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 103, which was not reproduced due to a "load set" message when attempting to load a set. System error 103 was confirmed through a review of the event history log. A failed processor printer circuit board (pcb) was determined to be the cause. The processor pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 103. Any patient involvement, injury or medical intervention is unknown.